Event description:
It was reported that the patient was undergoing radiation therapy and during a device interrogation, it was noted that ventricular capture management (vcm) changed the ventricular output unexpectedly. The clinician had to reprogram a device value to end the device interrogation session. Performance data was collected from the device and analyzed; analysis revealed there were no device resets, nor any anomalies that could be correlated to vcm changing the output. The device remains in use. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.